Event description:
It was alleged that the patient's personal diabetes manager (pdm) battery exploded, causing the pdm to catch on fire, and that water had to put on the pdm to put the fire out. Complainant alleges that the pdm was not on charge when the event occurred. Some property damage was also alleged.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the personal diabetes manager experienced an electrical failure that caused a fire. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the personal diabetes manager experienced an electrical failure that caused a fire. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was alleged that the patient's personal diabetes manager (pdm) battery exploded, causing the pdm to catch on fire, and that water had to put on the pdm to put the fire out. Complainant alleges that the pdm was not on charge when the event occurred. Some property damage was also alleged.

Manufacturer narrative:
In the case description, the customer reports the battery in the pdm "exploded". The customer reports the pdm caught fire and caused damage to furniture around it. The customer reports charging the pdm prior to the event with the insulet provided charger however the customer reports the pdm was not connected to the charging cable when the event occurred. The pdm was received with extensive damage observed to the pdm battery. The bottom housing was observed to have residue and was melted to the case that was returned with the pdm. The pdm battery was found to be swollen and split with the interior of the battery visible and damaged. Slight damage was observed to the battery compartment, however the battery connections were found to not be damaged. During investigation, a known good battery was inserted into the pdm. The pdm had no issue powering on and booting up to the main screen once the new battery was inserted. The pdm successfully completed pod delivery testing without issue. Inspection of the android log files downloaded from the returned device found no evidence of the battery experiencing sudden changes in battery level or high temperatures on the date of occurrence. No abnormalities were observed in the android log files that would indicate a pdm failure. The root cause of the reported battery failure could not be conclusively determined.

Manufacturer narrative:
The following field was corrected: date received by mfg: 4/5/2022.